Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was hospitalized for an infectious disease and a deterioration of cardiac insufficiency. Patient also suffered from many complications and multiple organ failure. The patient expired.

Manufacturer narrative:
Return device information and analysis result was submitted on 6/4/2017 in MFR number 2938836-2016-01098.